Event description:
Per the clinic, the patient experienced a hematoma the implant site. The patient underwent a procedure (date not reported) to drain the site.

Manufacturer narrative:
(B)(4). Device remians insitu.